Event description:
It was reported that the pt experienced swelling over the pocket, there was mild redness over the pump. The pt had been afebrile and the white blood cell count was not elevated. The pt was taken to the operating room where upon opening the pump pocket, "thick opaque bloody matter" was found. A culture revealed gram positive cocci. The pt's pump and catheter were explanted having been implanted in 2008. The pt did not have meningitis; the primary location of the infection was the device pocket. The pump contained 500 mcg/ml baclofen; 261 mcg/day. The pt's last refill was in 2009. Final outcome was not reported.